Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during drain 4 of 4. The home patient (hp) thought, she was done and disconnected. The hp did reconnect. Gts assisted with clearing the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up the home patient's (hp) nurse said, she was not aware of the alarm. The meaning of the alarm was explained to the nurse. The nurse said, the hp had not had any complications. No patient injury or medical intervention was reported.